Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted image confirmed superficial damage to the external driveline bend relief; however, a specific cause for this finding could not be conclusively determined through this evaluation. The patient had a tear in their driveline¿s bend relief. There were no wires exposed and no system alarms. Rescue tape was applied to the tear. Review of the submitted image confirmed superficial damage to the controller connector bend relief of the driveline. It was noted that rescue tape had been applied to the driveline closer to the pump (refer to manufacturer report number 2916596-2023-05248 regarding the previous report of superficial driveline damage). There was no apparent separation of the bend relief from the metal of the controller connector. A review of the submitted log file found that the system appeared to be operating as intended at the fixed speed, and there were no notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A driveline tear was previously reported under MFR number 2916596-2023-05248. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a tear in bend relief was noted with no wires exposed or alarms. This was on the distal end of the driveline to the system controller. There was no evidence of any type of driveline electrical conductor issue in the log file. The tear to the percutaneous lead outer jacket appeared cosmetic only. It was also noted possible green substance (corrosion) or possible water damage in the controller. The controller was operating normally. Additional information stated that rescue tape was applied to the damaged driveline. The controller was exchanged due to water damage present on the screen and corrosion of internal 11-volt battery. Related controller is reported under manufacturer report number 2916596-2024-01344. Related 11 volt battery is reported under manufacturer report number 2916596-2024-01736.